Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips; damage found on the strip connector of the meter. The root cause is foreign material on the strip connector(substance with appearance like blood).

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 164 to 169 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The product is stored by customer in the kitchen. Blood test performed by customer fasting on (B)(6) 2016 produced test results of lo at 08:00am and lo using at 10:30am. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for test results: (B)(6). Adverse event not reported.